Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s jaw was not fully closed so they could not insert it into the 12 mm trocar. A new one from the same lot was tried but the same issue occurred. They tried a reload with a different lot number yet the same issue occurred. They changed the device to a competitor's product to complete the case and resolved the issue. There was no patient injury noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first returned product noted that the first reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the first reload was loaded into a post market vigilance instrument, the interlock was overridden, and the first reload was applied to test media with proper staple placement and media transection. Visual inspection of the second returned product noted that the second reload had a full staple complement. Functionally the second reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.